Manufacturer narrative:
The field service representative (fsr) replaced the power supply 2. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the power supply to fail all three times it was tested. Using a voltmeter, while hooked up to the text fixture, he measured the power supply power faults between blue connector (/good) and black connector (-) and found that measurement to fail each time. The failed readings were 862.1 millivolts direct current (mvdc), 1061 mvdc, 1014.1 mvdc while the specification is less than 350 mvdc

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery cannot be fully charged' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.